Manufacturer narrative:
A siemens healthcare field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicated that the cause of the discordant troponin ultra results was due to the presence of crystal material on luminometer waste probe and base pump. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.

Event description:
Two discordant advia centaur xp troponin ultra results were obtained on pt samples. One result was reported to the doctor. Upon retest, on the initial system and on another system, the corrected results were reported to the doctor. There was no report of pt intervention or adverse health consequences due to the discordant troponin ultra results.